Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after the site launched the cranial software, the application momentarily stopped responding and then showed them the user interface of what appeared to be "synergy spine". The site immediately shut down the system and brought in a different system. There was no patient present when this issue was identified. A manufacturer representative was able to access the system after it was taken out of the room but could not replicate the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were review but provided no additional insight regarding the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.